Event description:
Upon insertion of mesh the ring would not reform the circle to hold the mesh in place in the proper shape to suture into abdomen. Dr tried several times to place mesh through the incision, but it would bow convex to the incision and not set properly. A new mesh was opened and placed w/o incident.======================manufacturer response for bard ventralex, ventralex (per site reporter).======================rep said he would replace product. The product was ready for pickup from or.